Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found burn marks on the back of the pulse generator can due to exposure to electrocautery. After the product code was downloaded, normal function ensued. Other text : na.

Event description:
It was reported that after the pulse generator was exposed to electrocautery it exhibited no output and was in backup (bvvi) operation. The device was explanted and replaced.